Manufacturer narrative:
Returned device was received in fair physical condition with a cracked rear housing. Evidence of reported problem in event log was found. During the evaluation of the device, there was no fault found with the returned device. The upstream sensor was replaced as a preventative measure, and the latch lock was worn and was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the spring lock on a smiths medical cadd pump was bent upon arrival, and had an upstream occlusion alarm. No adverse patient effects were reported.